Event description:
The customer indicated a discrepancy in results was identified on 8/7/07. They observed negative test results in the anti-d microtube of an mts a/b/d monoclonal and reverse grouping card lot# 062706037-31 in 2006. Weak d testing was not performed. Two new samples were tested using lot # 050107037-03 at a different facility where the patient delivered in 2007 and a positive rh result was obtained. The weak d status of the patient was confirmed in tube method. Samples reacted positive at ahg phase only. The patient's rh status was determined as rh positive.

Manufacturer narrative:
The customer submitted samples on 08/27/2007 to mts for additional investigation. Mts technical support performed d typing in manual gel using the returned sample with retained cards from mts a/b/d monoclonal grouping card lot #s 062706037-31 and 060107037-03. Sample reacted positive with anti-d antisera in gel and in tube at ahg phase only. Sample is most likely a weak d example reacting consistently positive with anti-d antisera at mts. The customer's complaint was not confirmed.